Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs to be replaced to address the issue. The device was returned to the customer unrepaired. The device was found to have water ingress. The user manual states "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."